Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID 3889-28, lot# v487230, implanted: (B)(6) 2010, product type: lead; product ID 3889-28, lot# v005285, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that leads haven't been working properly. There was no medical symptom reported. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported /anticipated.

Manufacturer narrative:
The other applicable components are: product ID 3889-28 lot# v487230 implanted: (B)(6) 2010 explanted: product type lead product ID 3889-28 lot# v005285 implanted: (B)(6) 2006 explanted: (B)(6) 2010 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the leads not working properly was a low battery. No troubleshooting or actions or interventions were taken to resolve the issue.